Event description:
It was reported the patient experienced difficulty breathing, feeling faint, soreness and a burning sensation at the lead insertion site during the trial. The trial procedure was without incident. The patient was instructed to go to the e.r. The pain continued into the following day. Subsequently, the physician opted to remove the trial lead on (B)(6) 2014. Follow-up revealed all symptoms have resolved since surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.